Event description:
It has been reported that after implantation of tibial insert surgeon flexed the knee to approx. 110 degrees and the insert disengaged anteriorly. It was reseated and disengaged again when the knee was flexed again. It was removed and replaced with another insert (same size and thickness) which did not disengage in flexion. There was no adverse consequence for the pt or delay in surgery or anesthesia time.